Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringes with bd luer-lok¿ tip didn't have the graduated markings on them. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd was provided with a photo of the defective unit. Our quality engineer reviewed the provided photo and determined that the barrel was missing all of the scale markings. Based off of the visual inspection the engineer was able to verify the reported defect. The engineer determined that this was most likely an operator error caused by not properly re-installing the print head to the required pressure. There should have been a check to verify that it was installed properly but this seemed to have been missed. However, this appeared to have been an isolated incident and the first reported case of missing scale markings. The personnel in charge of the printer have been notified but no further corrective actions were determined to be necessary at this time. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd syringes with bd luer-lok tip didn't have the graduated markings on them. There was no report of exposure, injury, or medical intervention.